Event description:
A hospital in (B)(6) reported that a water leak occurred between feedset line and the spike of an mr290 autofeed humidification chamber. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint (B)(4) vented autofeed humidification chamber was not returned to fisher & paykel healthcare in (B)(4) for evaluation. The hospital failed to provide any additional information regarding the event despite multiple requests for information. Our evaluation is therefore based on our knowledge of the product. Without the device we were unable to determine whether there was an actual defect with the mr290 chamber. We have conducted extensive testing of the mr290 chamber, with particular emphasis on feedset breaks. Significantly we have not been able to replicate failure of the feedset tube in any of our testing. The specification for the chamber requires that the feedset tube should have a breaking strain of 30 newtons. During production, pull testing of the feedset strength at both spike and dome end is performed every hour on mr290 chambers from each production line. Additionally all chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. Chambers that fail any of these tests are discarded. This suggests that the problem occurred after the product was released for distribution. A lot check could not be carried out as no lot date was provided. The user instructions which accompany the mr290 chamber state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." No patient consequence was reported. Our monitoring and trending of complaints of loose water bag spikes on mr290 feedsets has a rate of occurrence of (B)(4) sold worldwide in the last year to the end of (B)(6) 2013.

Event description:
A hospital in (B)(6) reported that a water leak occurred between feedset line and the spike of an mr290 autofeed humidification chamber. No patient consequence was reported.

Manufacturer narrative:
(B)(4). We are in the process of obtaining the complaint device from the hospital. We will provide a follow-up report upon receipt of the complaint device and completion of our investigation.